Manufacturer narrative:
Additional information was received which reported there was no additional medical or surgical procedures performed, no patient injury and the patient was doing fine post-operatively. Additionally, the iol serial number was reported as (B)(4). As a result, the following fields have been updated: serial number: (B)(4), catalog number: pcb0000135, expiration date: 5/15/2021, UDI number: (B)(4). Device manufacture date: 5/15/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial number: unknown, not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If explanted, give date: not applicable, the lens remains implanted the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as there is no serial number provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgery was uneventful, but during insertion as the intraocular lens was coming out the surgeon could see a reflective sheen on the optics. First thought was the lens was cracked as it appeared as two little lines. But as the surgeon was in I/a (irrigation/aspiration) these two shiny filaments appeared to be stuck to the optics, and then released and began floating around. The filaments yellowish-green in color and were very reflective/shiny. The surgeon was able to I/a one of them out and the second one the surgeon thinks came out through the main incision but is not sure. The surgeon stated they both were equal in length and definitely came from the cartridge when the lens was injected. The surgeon thinks they were plastic and could be a shafting from the plastic. The surgeon is concerned that if the second piece did not come out of the eye, it could cause an issue, such as infection with the patient. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.